Event description:
It was reported during an acl surgery, the machine worked, then didn¿t. The probe was reconnected and worked intermittently and then quit. Personnel did not try a second probe. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received 8/15/2012 by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered f energy correctly into fixed resistors. The rf controller software version can have problems interpreting the split-foil patient pad impedance when delivering rf energy. The software turns off rf output when it detects the impedance has risen above the set limit. A bug in that version of the software can cause rf output to stop without notifying the operator of the problem, hence, complaint of ¿rf output issues¿. The rf controller upgrade is better able to interpret the split foil energy and notifies that user with an e3 error if split foil impedance rises above the safety limit while energy is being delivered. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.